Event description:
It was reported that the customer inadvertently delivered insulin to themselves after filling the tubing while attached at the site. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.